Manufacturer narrative:
The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. There may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may result in deployment of the valve at a non-target location, typically in the descending aorta (for aortic valve cases) or in the ivc (for pulmonic valve cases). Although, generally well tolerated, the long term effects are not completely understood. In this case, per report, patient factors (tortuous pulmonary system) and procedural factors (tracking difficulty) contributed to the reported event. No device malfunction was identified in the report. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our britain affiliate, during a pulmonic procedure the 23mm sapien xt valve was implanted in the inferior vena cava. There was no consequence to the patient. As reported, due to the tortuous nature of the patient's pulmonary system, it was not possible to deploy the valve and the valve had to be deployed in the inferior vena cava. There was no valve implanted in the pulmonic position. Of note, the patient is doing well.